Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2024). Device pending return.

Event description:
It was reported that during the preparation of an angioplasty procedure, half broken guidewire was allegedly observed on the balloon tip. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during the preparation of an angioplasty procedure, half broken guidewire was allegedly observed on the balloon tip. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vascutrak device was returned for evaluation. A segment of a mandrel was noted to be in the returned device. One electronic photo was also provided and show the distal end of a vascutrak. A portion of a mandrel appears to be visible in the balloon, entering through the tip and exiting from the distal rapid exchange port. An evaluation was performed at the manufacturing facility and it was determined the mandrel was likely inadvertently left in the manufactured part. Therefore, the investigation is unconfirmed for the reported broken guidewire, but confirmed for the identified mandrel left in the manufactured device. Based on the evaluation from the manufacturing site, it was determined that an operator error was the most likely cause of the failure. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024),